Event description:
It was reported that the user experienced a low blood glucose while using a dexcom g7, with the lowest continuous glucose monitor value of 61 mg/dl and a period near 70¿80 mg/dl for a couple of hours; the user treated with oral carbohydrates including glucose tablets, juice, and fruit snacks, and later expressed frustration and desire to return the system, with insufficient information available to identify a device problem or specific component involved. Symptoms included numbness of the pinky fingers, and hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient information, and no specific device problem or component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.